Event description:
It was reported that pump displayed CGM Error 42 while used with G7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted Technical Support, received complete pump reset instructions, and was guided through reset, after which CGM error did not appear again.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown.